Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04248. It was reported that when the patient presented during an atrial lead repositioning procedure due to lead dislodgement, the insulation of the atrial and ventricular leads were observed to be damaged from the dissection. It was also noted that the impedance on the ventricular lead dropped and that noise was present. Both leads were explanted and replaced successfully. The patient tolerated the procedure well.

Manufacturer narrative:
The reported event of insulation damage was confirmed in the laboratory while noise and low pacing lead impedance were not. Analysis revealed electrocautery damage found at 6.5 from the connector pin. Electrical testing found no abnormalities. The cause of the reported event of insulation damage was consistent with procedural damage.